Event description:
The reporter states that he obtained a 267mg/dl and 90mg/dl blood glucose comparison on the accu-chek aviva system. The results were obtained within a 10 minute timeframe. The reporter states that he may have treated the 90mg/dl. Type/amount of treatment undisclosed. Result of treatment undisclosed. No adverse event reported. New system sent to customer and return requested.